Event description:
Customer reportedly received the following results on the advantage system within 10 minutes: 277 mg/dl, 269 mg/dl, and 132 mg/dl, 230 mg/dl and 121 mg/dl. The reported results were obtained on different days. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.